Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high impedance, in addition to rising and unstable pacing thresholds were observed with the right ventricular (rv) lead. A lead polarity switch occurred, and lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.